Manufacturer narrative:
The following additional information was received indicating that the product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The target lesion vessel diameter was 8~9mm. The diameter of the unconstrained stent size 1-2 mm was larger than the vessel diameter. The target lesion vessel length was 4cm. The percentage of stenosis was 80~90%. It was noted that the lesion was not severely calcified and tortuous. There was no difficulty encountered while advancing/tracking the stent delivery system (sds) towards the lesion. There was no unusual force used at any time during the procedure. The second stent was placed proximal and overlapping to the first stent. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: a report was received that the stent of a 10 x 60mm smart control vascular 120cmm stent delivery system (sds) shortened when it was deployed. The event was treated with the successful placement of a second more proximal smart stent with no reported patient injury. The event involved a (B)(6) male patient undergoing a percutaneous intervention of a target lesion in his external iliac artery. This target lesion was described as 4cm in length, 80-90% stenosed, not severely calcified and tortuous. The lesion was pre-dilated with a 6 x 40mm powerflex pro balloon. The site reported that the device had been stored, handled, inspected and prepped according to the instructions for use (IFU) and that nothing unusual was noted about the stent delivery system (sds) prior to use. The stent size was reported to be 1-2mm larger than the reference vessel diameter. No difficulty or resistance was experienced when advancing/tracking the sds towards the lesion and no unusual force was used at any time during the procedure. When the 10 x 60mm smart stent was deployed, the site reported that it shortened. This was successfully treated with the placement of a second overlapping smart stent proximal to the first to fully cover the lesion with no reported patient injury. Attempts to obtain angiographic films of the event have been unsuccessful. The device was not returned for analysis. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device for analysis or films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product IFU, the use of this device is contraindicated in patients with highly calcified lesions. Clinicians are instructed to fluoroscopically evaluate and mark the lesion or stricture, observing the most distal level of the stenosis or stricture. They are to measure the length of the target lesion to determine the length of the stent required. It is necessary to select a stent that has an unconstrained diameter at least 1mm larger than the largest reference vessel diameter to achieve secure stent placement according to the stent size selection table in the IFU. They are to refer to the product labeling for provided stent diameters and lengths. Users are to advance the device past the lesion site and then withdraw it until the radiopaque stent markers are proximal and distal to the lesion site. The user is to ensure that the sds outside the patient remains flat and straight. Slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. The user is to ensure that the introducer sheath does not move and that the locking pin should be removed from the handle prior to deployment. While using fluoroscopy, the user is to maintain the position of the radiopaque stent markers relative to the target lesion site. Failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression or elongation. There are vessel characteristics (80-90% stenosed, calcified and tortuous) that may have contributed to the reported event. Based on the device history record review, there is no indication that the event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). Concomitant products: 6x4 power flex pro balloon for pre-dilation and new smart stent to finish the procedure. (B)(6). Additional information will be submitted within 30 days upon receipt.

Event description:
During a stenting procedure to the external iliac, it was reported that the user choose a smart stent (10x6), but shortening occurred. Therefore he had to deploy another smart stent. There was no report of patient injury. A powerflex pro (6x4) was used for pre-dilation.